Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5154651/5174142, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing pain while charging the ipg. The patient was also having frequent charging of ipg. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated and the leads were repositioned. It was noted that there was a black foreign object found at the ipg site during the procedure.